Manufacturer narrative:
The serial number of the analyzer is (B)(6). The customer indicated that no controls were processed on the day of the event. Good laboratory practice precludes running and/or reporting patient results when quality control was not run. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys hiv duo assay results for a patient sample tested on the cobas e 801 analytical unit. The initial result was 4.49 coi (reactive) on (B)(6) 2026, a second sample was tested, and the result was 2.250 (reactive) viral load and western blot tests were both negative. The sample was sent to another laboratory for a chemiluminescence assay, which yielded a non-reactive result with a relative risk (rr) of 0.11. The final result reported was negative.